Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, when suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, a gap(space) can develop between the forceps elevator and the forceps channel, as well as between the forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It will likely lead to tissue injury, and tissue being embedded in the distal cover. Furthermore, per CAPA no. Omsc-hq-153-19, the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and if the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. This supplemental report includes information added to h3. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports during an unspecified procedure using an evis exera ii duodenovideoscope with a single use distal cover, the user noticed the distal cover was split at the seam, and while removing it, the distal cover scraped the mucosa of the patient. The customer confirmed no injury to the patient during the procedure. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The lot number of the distal cover cannot be provided. The box was discarded. Neither the distal cover nor the scope can be returned for evaluation. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.